Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: mirena and depo provera. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary incontinence ("bladder or urinary problems or changes: incontinence"), rash ("rashes"), skin disorder ("skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction type"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2019, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, alopecia, dyspareunia, headache, rash, skin disorder and hypersensitivity had resolved and the mood swings, migraine, depression, tooth disorder and urinary incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, mood swings, rash, skin disorder, tooth disorder, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015. Right ostia with three coils, left ostia with two coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C51075) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma. Previously administered products included for an unreported indication: mirena and depo provera. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)"), incontinence ("bladder or urinary problems or changes: incontinence"), rash ("rashes"), skin disorder ("skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction type"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2019, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced headache ("headaches"). The patient was treated with surgery ((B)(6) 2019 hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, alopecia, dyspareunia, headache, rash, skin disorder and hypersensitivity had resolved and the mood swings, migraine, depression, tooth disorder and incontinence outcome was unknown. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hypersensitivity, incontinence, menorrhagia, migraine, mood swings, rash, skin disorder, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2015 right ostia with three coils, left ostia with two coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & medical record received: lot no added. Event injury was replaced with abdominal pain. New events - hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, rashes or skin conditions type, bladder or urinary problems or changes incontinence, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, dental problems, headaches were added. Severity of event abdominal pain was updated as severe. Outcome of event abnormal bleeding, dysmenorrhea, hair loss, headaches, abdominal pain, apareunia, dyspareunia, rash, hypersensitivity reaction, skin disorder was updated as recovered / resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.